Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation and was monitored for 24 hours and no blank display anomalies or resetting noted. Power connector plugs in and locked into place properly. However, software error detected was found in the insulin pump history line number 884 and file number 205 due to software error. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a software error alarm. The customer's blood glucose was 9.8 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.